Event description:
The customer reported the unit alarms when powered on. The customer found error code 20004 in the error log. There was no report of patient involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.